Manufacturer narrative:
G4: 10oct2019. B4: 11oct2019. After numerous attempts to obtain information on the event, the patient and the repair, this complaint is being closed. If further information is obtained this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit does not meet specification and is out of use. The customer reported there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit does not meet specification and is out of use. The customer reported there was no patient involvement.